Event description:
It was reported that pump displayed malfunction alarm while pump was being updated. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and experienced recurrence of same malfunction code, so replacement pump was arranged under warranty. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.